Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found optic torn and haptic broken/bent to the lens. Unable to perform lens inspection due to damaged state of lens. Claim# (B)(4).

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 12.6mm vich12.6 implantable collamer lens of a +5.0 diopter was implanted into the patient's right eye (od) on (B)(6)2022. On (B)(6)2023 the lens was exchanged for same model/length lens due to refractive surprise. The problem was resolved." In the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 12.6mm vich12.6 implantable collamer lens of a +5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive suprise was observed.

Manufacturer narrative:
B1: corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2: required intervention to prevent permanent impairment/damage should be removed from the initial MDR. Claim#: (B)(4).